Manufacturer narrative:
Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this cardiac resynchronization therapy defibrillator (crt-d) stored two ventricular episodes due to oversensed noise. The first episode lasted for 15 seconds, the second episode lasted for 14. Pacing inhibition of three seconds was noted in each episode. The episodes occurred approximately four months apart from each other and electromagnetic interference (emi) was suspected to be the cause of the noise. No symptoms or adverse patient effects were reported. Additional information was received indicating noise was again observed resulting in two seconds of pacing inhibition. Troubleshooting performed in clinic found the noise could be reproduced with arm movement. Impedance measurements remained stable, however myopotential noise was unable to be ruled out. Subsequently the lead was surgically abandoned and replaced to resolve the noise. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this cardiac resynchronization therapy defibrillator (crt-d) stored two ventricular episodes due to oversensed noise. The first episode lasted for 15 seconds, the second episode lasted for 14. Pacing inhibition of three seconds was noted in each episode. The episodes occurred approximately four months apart from each other and electromagnetic interference (emi) was suspected to be the cause of the noise. No symptoms or adverse patient effects were reported.